Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube underfilled during use. The following information was provided by the initial reporter, translated from chinese to english: "during use this batch, the customer found some tubes have low or no draw issue."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for draw volume with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 470822 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube underfilled during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during use this batch, the customer found some tubes have low or no draw issue."